Event description:
It was reported that a remote transmission showed far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The sensing parameters were reprogrammed and the ra lead remains in use. No patient complications have been reported as a result of this event.